Manufacturer narrative:
(B)(4). (B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy (opalescent) effluent coincident with peritoneal dialysis therapy. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Extraneal therapy remained ongoing. Fourteen days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.